Event description:
Pt has worn soft contact lenses for over 30 yrs. She began wearing a new pair of lenses and awoke with pain and went to an ophthalmologist. Diagnosis was a central corneal abrasion o.s. The eye was treated and patched. She discarded the lenses and tried a new lens in the other eye 10 days later. She reports experiencing pain and saw a physician who allegedly patched the eye. There is no verification of this second event. She returned to the ophthalmologist who origianlly diagnosed the corneal abrasion and was told to continue the medication prescribed in the initial visit. At a follow-up visit, the cornea had healed. The pt has since tried to wear lenses and experienced pain. She returned to the opthalmologist and was diagnosed with superficial punctate keratitis. At a follow-up visit, va was 20/25 and a central corneal scar o.s was noted. The ophthalmologist did not want to supply any further details without consent from the pt.